Manufacturer narrative:
The lot number of the prismaflex set (part of the mars kit) is 15k1701. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was noticed during liver support therapy using a mars kit gambro type 1116/1 that two tubes of the prismaflex mars set were inverted. The effluent output line was glued to the inlet pbp pump and the inlet pbp line was glued to the output effluent pump. The incorrect assembly of the lines was observed after approximately 15-20 minutes and treatment was terminated with blood return. Mars treatment was not restarted using a new set (reason not provided). Per the customer, the patient did not present with any weight imbalance, e.g. Hypo- or hypervolemia, in connection with the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot number ¿ a potentially associated lot number (0000022017) was identified. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection showed that the pbp and effluent lines are incorrectly assembled on the support plate. The reported condition was verified. The cause of the condition is due to human error during the manufacturing process. A batch review was conducted for the potentially associated lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.